Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The reporter alleged that buttons on the infusion device were defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.